Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable neurostimulator was experiencing premature depletion, with battery longevity shorter than expected. The patient reported being told the implantable neurostimulator would last a minimum of 5 years at maximum intensity, but it was depleted earlier than expected. The issue was ongoing and not resolved. The cause was reported as high intensities decreasing longevity. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant battery 'died' prematurely and the issue began probably about a month or two ago. Patient mentioned their pain had increased probably a month or two ago. Patient stated they met with a rep for an adjustment and the representative told the patient the implant was 'dying' and needed to be replaced. Patient was told the implant would last 5 to 7 years depending on what the setting was at and if the settings was higher the minimum would be 5 years and if setting was lower the implant could last 7 years. Agent reviewed non-chargeable implant information. The patient was redirected to their healthcare provider to further address the issue. A manufacturer rep noted the patient is being scheduled for a replacement.